Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that a detached needle, a suture piece, and a needle suture that pertain to product code sxpp2b405 was received. This product code is double-armed. Upon visual inspection of the returned sample, the closure channel of the detached needle was noted to be as expected. The barrel hole of the needles was examined under magnification, and no suture remnant was noted, and slight marks were noted on the body of the needle. The suture piece was examined, and the insertion end was observed to be as expected. The force used to detach the needle from the suture could not be determined. In addition, the needle-suture piece was visually inspected, body fluids were found, and the end was cut. A functional test was performed using an instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2023, and barbed suture was used. The needle pulled off of the suture after the surgeon took five passes. The surgery was delayed by two minutes. A new strand was opened, and the procedure was completed successfully. No adverse patient consequences were reported.